Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a stuck button error. The customer¿s blood glucose level was unknown. Customer states they did not press a button down for 3 minutes or longer. The customer reported that the stuck button alarms without button press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace at up, down, middle, and back buttons. Unable to perform displacement test or selftest due to unresponsive keypad.